Manufacturer narrative:
Journal title: endovascular treatment of abdominal aortic aneurysms with narrow aortic bifurcation using excluder bifurcated stent grafts society for vascular surgery. Published by elsevier inc. Http://dx.doi.org/10.1016/j.jvs.2017.04.065. Average age listed. Majority gender listed. Event date is date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a retrospective study of patients treated with the excluder stent graft. 232 patients were included in the study. Technical success was 100%. 5 cases of intraoperative stenosis in a single limb were recorded. In one patient with intraoperative stenosis, medtronic¿s balloon-expandable visi-pro stent was implanted in a focal lesion owing to severe calcification in the area. Mean follow-up time was 37 months. No limb thrombosis was recorded during follow-up. Limb stenosis was identified on the follow-up cta at 30 days in 62 patients, of whom 40 had a narrow aortic bifurcation. Stenosis >50% appeared in 13 patients nine of them with narrow aortic bifurcation. The median follow-up for patients with stenosis >50% was 36 months, with no record of reinterventions for limb stenosis, claudication, or occlusion of the limbs during the follow-up period.